Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the hysteroscopy uterine polyp removal procedure, when electricity was passed, polyp snare broke. Another device was used to complete the procedure. It was further reported that the snare was broken and there was a burnt appearance on the wires. There were no adverse effects reported due to the event and no report of an additional procedure.